Manufacturer narrative:
Repair evaluation information was received on 12/06/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, headache, asthma (new or worsening), difficulty breathing/short of breath, device will not turn on/device not functioning, device/power cord or supply caught fire. No sd card was returned. No other peripherals or accessories were returned with the device. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was observed in this device. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Severe blower motor vibration observed. Pil observed the following sound abatement degraded foam indications: · black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. · tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Pil was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Secondary findings: · 0 errors were logged. · ui (user interface) knob broken. · sd card cover missing. · dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. · severe motor vibration from a rubbing cracked blower motor impellor inside blower motor housing. · thermal event at humidifier connector j9 on the pca and the humidifier harness (see inv0636). · dust-like contamination inside humidifier enclosure, on and under the heater plate, and on the dry box. · potential insect infestation in the base device. · potential insect infestation in the humidifier. · non-slip pads on bottom of the humidifier missing. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to confirm the complaint as the customer ac power cord/power supply not returned. Pil was unable to address the symptoms specified. Box d and h was updated in this report.

Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, headache, asthma (new or worsening). No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.